Event description:
The medtronic minimed 5.0g system is supposed to work more like a closed loop pump and glucose with an automatic suspend/shutdown mode if my glucose gets below a specified threshold. Well, you really need this system to work correctly at night time while sleeping. What seems to happen if you roll over on your side your block the glucose sensor signal which causes loss of contact with the pump management system. This sensor is supposed to be able to work within at least 5 foot of the pump system. Most of the time my sensor while sleeping is within 2 foot of the pump sp, this tells me the sensor is of poor design and quality. How I know this is that I was using the dexcom cbg system before it had a range of 7 foot and could even leave my management control unit in another room and it never lost contact between the control unit and the sensor. This is a very dangerous engineered system which was not tested well for night time use or was not compared to other systems on the market already that had developed sensor technology that works with in specified range. I have downloaded my results to medtronic on numerous times but I am wondering if they are covering up this dangerous situation. What I have done to help reduce these chances of lost sensor connection is to sleep on back or stomach or on the side of my body where sensor is not inserted. This has helped cut down on warning alarms. But, is not suppose to work in this manner. I have found other issues with the system which I will report later.